Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump exposed to pool water and b button was not responding. The customer¿s blood glucose was 248 mg/dl. Troubleshooting were provided for the insulin pump exposed to moisture. Customer reported that the insulin pump had a crack. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.